Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
A case of ipg in MRI mode was reported to abbott. The pc app was deleted and reinstalled, but the ipg would not set to pairing mode. The ipg was not taken out of MRI mode prior to update, and the ipg would not respond to magnet events. A rep met with the patient and attempted to connect to the ipg but was unable to. The ipg was deemed inoperable. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis.

Manufacturer narrative:
H9: fsca number corrected.

Manufacturer narrative:
Additional information was received. The patient's ipg was explanted and replaced. This information was originally reported on 29sep2023 on related manufacturer reference number:1627487-2023-04615.

Event description:
Additional information was received. The patient's ipg was explanted and replaced. This information was originally reported on 29sep2023 on related manufacturer reference number:1627487-2023-04615.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that ipg would not communicate with the external device. Ipg was set in MRI mode and would no come out of MRI mode post pc app update. Surgical intervention is may take place to address the issue.